Manufacturer narrative:
Upon reception the reported issue was not confirmed. On our reference defibrillator platinium, or with our ble alizea pm, the tablet does not freeze, it is perfectly possible to exit a test session without freezing. More analysis will be performed by the r&d before returning to the field.

Event description:
Reportedly, problem observed while during a follow up, the tablet freeze even after pressing p1/p2.

Manufacturer narrative:
The investigation led to the following observations: - the pop-ups and/or programming menus and/or dropdown list are not visible by the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able to choose/click on the appropriate answer/parameter and this explains the reported freeze during the programmer session. - this issue has been reproduced by the r&d team. - the most likely hypothesis is a programmer software issue, and it is corrected with the next smartview version 3.18. The tablet was sent to the repair center to install the smartview 3.18 and perform a simple checkup before returning it to the field. The complaint is recorded for trending purposes.

Event description:
Reportedly, problem observed while during a follow up, the tablet freeze even after pressing p1/p2.

Event description:
Reportedly, problem observed while during a follow up, the tablet freeze even after pressing p1/p2.

Event description:
Reportedly, problem observed while during a follow up, the tablet freeze even after pressing p1/p2.

Manufacturer narrative:
Correction of the section g2.3